Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the battery charger boards 1 & 2 were giving low output and some leds on the charger boards were not working. This was not discovered clinically. There was no patient present when this issue was identified. Field representative confirm the reported event. Replacement of the charger boards 1 and 2 resolved the issue. No further issues were reported. Analysis of the returned charger board 1 confirmed the electrical failure as it did not pass bench testing due to low voltage output. Analysis of the returned charger board 2 could not confirm any failure as it passed bench testing and functioned as intended. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the battery charger boards 1 & 2 were giving low output and some leds on the charger boards were not working. This was not discovered clinically. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction - device unique device identifier (UDI) now provided. Device serial number now provided. Correction to device manufacturing date now provided.